Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s926usqs5czc1. Hardware: sm-s926u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted insulet customer support with follow-up questions regarding basal and bolus insulin after a recent hospital admission. The reason for hospitalization, date medical attention was sought, length of stay, discharge date, symptoms, diagnosis, and treatment are unable to be determined, as this information was not provided. It is unable to be determined if the patient was wearing the pod at the time medical attention was sought or if the hospitalization was related to the pod, as no device issue or malfunction was reported. Blood glucose values were not reported. Multiple good faith attempts were made to obtain additional information; however, no additional details were received. A supplemental report will be submitted if additional information becomes available.